Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- (B)(6) 2017; 12:22:10 cst pli# 10 product ID# 3058 analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Information references the main component of the system and other applicable components are: product ID 3093-28, lot# v450727, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead. Analysis information -- (B)(6) 2017 12:24:00 cst pli# 20 product ID# 3093-28 analysis identified that the {x} conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v450727, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. During battery replacement, hcp reported the outside tube of the lead pulled back from the electrodes when pulling lead out of battery. The hcp is asking to have the lead diagnosed to see why it pulled back. Hcp pulled on an aged lead which may have been the cause of the tube pulling back. No diagnostics or troubleshooting was performed. Hcp wasn't comfortable using the lead with a new battery since the tubing pulled back. A new lead and ins was implanted and the issue was resolved. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.